Event description:
Event description cpi received information that this bipolar lead was removed from service due to fracture. The physician elected to perform an invasive procedure and replace the lead. The serial number and implant date of the bipolar lead are unknown. No additional information is available.